Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were leaking pneumo throughout the entire case. The same devices were used as well as a second insufflator machine to maintain flow to complete the procedure. No adverse consequences reported. All the devices were discarded.